Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 115 mg/dl. Customer no longer saw air bubbles at the time of call. Customer was educated on possibles causes of insulin pump.